Manufacturer narrative:
During processing of this complaint, attempts were made to obtain completed event, pt and device info. The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: device stuck and nylon shaft found carved. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. The device reportedly got stuck in the pt and was removed using counter-tension. When the device was removed from the pt, the nylon shaft was found to be carved. Hemostasis was achieved using a femstop. The pt did not experience any adverse sequelae. Though requested, no add'l info was available.